Manufacturer narrative:
An event regarding wear involving a scorpio insert was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. The event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient rh female (B)(6) years old underwent a routine left knee replacement on the (B)(6) 2006 with the implant sheets in the attachment. This lady has functioned very well over the years. On (B)(6) 2017 the patient saw the surgeon as she had developed some instability and grinding symptoms int he knee. She is quite a heavy build. She had revision surgery on (B)(6) 2017 . She had fractured through the posterior medial femoral condyle of the femoral implant with almost complete wear through the polyethylene in the medial joint probably because of the broken femoral component. She underwent complete revision of the implant and has done well. The product was sent off to bio engineering for analysis.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient (B)(6) female (B)(6) underwent a routine left knee replacement on the (B)(6) 2006 with the implant sheets in the attachment. This lady has functioned very well over the years. On (B)(6) 2017 the patient saw the surgeon as she had developed some instability and grinding symptoms int he knee. She is quite a heavy build. She had revision surgery on (B)(6) 2017 . She had fractured through the posterior medial femoral condule of the femoral implant with almost complete wear through the polyethylene in the medial joint probably because of the broken femoral component. She underwent complete revision of the implant and has done well. The product was sent off to bio engineering for analysis.